Event description:
The following was reported to hamilton medical ag: summary: tf 231013 qo2 flow sensor defect. Selftest at start up not passed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the mainboard has been identified to be the faulty component. Replacement of the defective component solved the problem.